Event description:
Boston scientific received information that this pacemaker exhibited oversensing on the ra channel as the field representative tested the leads through the programmer during the implant procedure. Boston scientific technical services (ts) reviewed strips and discussed that there were lead deflections on some ventricular and atrial events noted which were not sensed due to cross chamber blanking. Ts agreed that the issue was due to air bubbles as it was mentioned that the physician was not able to burp the header the first time he screwed the lead in. Subsequently, the physician decided to open the pocket and unscrew the ra lead, then reconnect it to the ra port. The issue was resolved and measurements were fine when the field representative checked the system the next day. Additional information received stated that oversensing did not result to pacing inhibition and there has been no oversensing observed ever since. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.